Event description:
Olympus received a regulatory complaint from the user facility with the following information "(B)(6) hospital is following the brushless claim with the new medivator advantage plus. A non-olympus clip came out of the olympus scope during a procedure. No other information will be provided". There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Customer did not provide the model, serial number of the colonoscope other than stating a non olympus clip came out of colonoscope. Investigation is in progress, ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source. Report source- checked "other" to add the country canada. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of the non-olympus clip exiting from the olympus scope likely occurred from one of the following events: the clip was suctioned during the procedure by mistake and got stuck within the biopsy channel. The clip got stuck in the biopsy channel because the user suctioned the clip with the jaw opened and the clip was not discharged by brushing. The clip was difficult to discharge since the user used a non-olympus brush which was unfitted to the channel diameter. The specific root cause could not be determined at this time as the device has not returned for evaluation. The following information is stated in the instructions for use: ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ the following information is stated in the instructions for use which may have prevented the event: ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result.¿ olympus will continue to monitor field performance for this device.